Manufacturer narrative:
(B)(4). This customer reported that they got a pacer malfunction message on this defibrillator. They reported that the device would pace for 5 minutes then stop pacing. There was no information on whether this was during testing or in use on a patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they got a pacer malfunction message on this defibrillator. They reported that the device would pace for 5 minutes then stop pacing. There was no information on whether this was during testing or in use on a patient.